Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred when the customer plugged the pump into a computer usb port. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after the customer unplugged the pump and plugged it back into the usb port using the same charging supplies.